Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a corroded printed circuit board. There was no patient involvement.

Manufacturer narrative:
Correction - b5

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is presumed that the smoke exhaust function does not work due to printed circuit circuit (cr) board which was affected by corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product] exhibited [reportable event]. There was no patient involvement.